Manufacturer narrative:
Evaluation results: one cadd legacy plus pumps (6500) was returned for investigation in used condition. The lcd display showed leaking pixels. The investigator noted that there were 42 "no disposable" alarms that were recorded in the event log. Simulated use testing was unable to replicate the error with a disposable attached. However after the removal of the cassette, the pump did alarm "no disposable attached". The sensor testing found the dso sensor value to be within manufacturing specification. The uso was recalibrated and the dso was replaced as a preventative measure. The pump was subsequently tested for delivery accuracy. The delivery accuracy testing found the pump to be functional, with the pumps average delivery error within the published specification of +/-6%. No problem was found with functioning of the pump.

Event description:
Information was received indicating that during the use of a smiths medical cadd legacy plus pump, a "no message" alarm went off. Subsequently, the customer detached the cassette from the pump and then attached it again, but the "no message" alarm followed again. It was also reported that the customer replaced the pump with another pump and infusion was possible. No patient injury was reported. No adverse effects were reported.